Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove; time of malfunction: during vessel closure; symptom/ae: none. It was reported that a physician, trained on the starclose device, performed an arteriotomy closure in the common femoral artery after a diagnostic procedure. The clip was deployed, but the device was difficult to remove. The physician pulled the device free. There were no pt adverse effects reported; hemostasis was achieved by manual compression. No additional information available.